Manufacturer narrative:
It was reported that the disposable device was discarded by the user and is not available to be returned to the manufacturer for evaluation. An investigation into the root cause of this incident is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2016, the angiodynamics' director of corporate compliance received a phone call from a female patient. The patient indicated she had a vortex port removed due to catheter fracture. She reported the defective device was removed and replaced with a new of the same device. There was no report of permanent patient harm or injury. It was reported that the disposable device was discarded and is not available to be returned to the manufacturer for evaluation.